Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt discomfort at the ins site and wanted a pocket revision to move the ins. The patient stated that their pants rub on the battery site. A revision surgery was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was scheduled for a poc ket revision and possible battery replacement on thursday.